Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned.

Event description:
It was reported that the customer miscalculated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Customer consumed carbohydrates to address bg. Additionally, it was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. No additional information was provided and the customer declined further troubleshooting with tandem technical support.